Event description:
A patient suffered esophageal perforation, probably incurred during upper endoscopy, on 8/19/92, when this instrument was being withdrawn during the esopheageal procedure. Instrument was bent at a 90 degree angle with tissue clinging to the wire. The patient ws admitted for ten days and treated conservatively. The perforation healed, and the patient was discharged. The manufacturer was notified on 8/20/92invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.